Event description:
During a pulmonary vein isolation (pvi) procedure using a therapy cool flex catheter, a pericardial effusion occurred. The left atrium was accessed and a therapy cool flex catheter was used for ablation. The ablation catheter slipped back from the left atrium into the right atrium and the physician had difficulty placing it back into the left atrium through the fossa ovalis. After completing the pvi, an intra-cardiac echocardiogram was completed and an effusion was noted. A pericardiocentesis was performed but the bleeding continued. The pt was transferred to surgery where a cut-like perforation on the right ventricle was noted and repaired. It was thought the cut-like perforation in the right ventricle occurred during the pericardiocentesis and the right atrial perforation had sealed itself. The pt was in good condition post-operatively, there were no performance issues noted with any sjm devices involved in the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which shoed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported indicant is procedure related. Per the isu, vascular perforation in an inherent risk of any electrode placement.